Event description:
Contact reports that during disc space preparation for the placement of a spinal cage, the distal end of the anatomic shaver instrument became twisted. It was reported that following its insertion and when turning the shaver in the disc space, the surgeon had to apply more force than usual. He continued to turn the instrument and upon its removal, the end of the shaver was twisted. A second anatomic shaver was used without incident, however, the difficulty resulted in a delay to the procedure in excess of thirty minutes. As a result of this significant delay, a medwatch report is being filed to document this event.

Manufacturer narrative:
The returned anatomic shaver met dimensional and hardness specification requirements. It was reported that following its insertion and when turning the shaver in the disc space, the surgeon had to apply more force than usual because of the patient's hard bone. Although the cause of the twisting cannot be positively determined, the damage is most likely the result of the application of atypical force during usage. At this time, the complaint is considered to be closed.